Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07145.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's leads were explanted and replaced on (B)(6) 2019. Therapy was restored following the procedure.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07145. It was reported that the patient was experiencing ineffective therapy. It was discovered that the patient's t10 lead had high impedances and, following an x-ray, the t11 lead had migrated. As a result, surgical intervention will take place to address the issue.